Event description:
Reportedly, after the instrument was fired, its' jaws would not open to release the tissue. As a result, the surgeon decided to convert the procedure to an open surgery to transect around the initial device, remove it from the tissue, and complete the case without further incident. Procedure: lap chole. Pt status: no pt injury reported.